Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amulet delivery sheath. The patient was in sinus rhythm. Transseptal puncture was inferior and posterior. The patient's activated clotting time (act) level was superior to 250 seconds. The patient's left atrial pressure was 13mmhg. A full dose of heparin was administered. During the procedure there was some resistance noted while crossing the floppy septum. Multiple manipulations were done. Wire and delivery sheath exchanges occurred in the upper pulmonary vein. The occluder was partially re-captured more than three times for better alignment. The occluder was implanted. Post-implant a 3mm pericardial effusion was detected in the right atrium and a lesser than 3mm pericardial effusion in the left atrium. A pericardiocentesis was performed. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported the amulet occluder was implanted after multiple manipulations and re-capture attempts. Post-implant a 3 mm pericardial effusion was detected in the right atrium and a lesser than 3 mm pericardial effusion in the left atrium. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Please note that per the instructions for use, ¿note: the device can be partially recaptured and redeployed a maximum of 3 times. If the device position is still unsatisfactory, then remove and replace both the device and the sheath.¿ it is possible that the reported operational difficulties may have contributed to the observed pericardial effusion, however this cannot be conclusively determined. The reported intervention was a result of case-specific circumstances as a pericardiocentesis was performed for effusion. There were no complaints associated with any other devices from the lot. Based on the information received, there is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amulet delivery sheath. The patient was in sinus rhythm. Transseptal puncture was inferior and posterior. The patient's activated clotting time (act) level was super to 250 seconds. The patient's left atrial pressure was 13mmhg. A full dose of heparin was administered. During the procedure there was some resistance noted while crossing the floppy septum. Multiple manipulations were done. Wire and delivery sheath exchanges occurred in the upper pulmonary vein. The occluder was partially re-captured more than three times for better alignment. The occluder was implanted. Post-implant a 3mm pericardial effusion was detected in the right atrium and a lesser than 3mm pericardial effusion in the left atrium. A pericardiocentesis was performed. The patient status was stable.